Manufacturer narrative:
(B)(4). After installing the battery the unit shows low power battery sign and no key function due to corroded battery tube compartment noted. Unable to perform displacement test, basic occlusion test, occlusion test, prime, compromised force sensor system test and excessive no delivery or verify motor error test due to corroded battery tube compartment noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had consecutive motor error alerts. Customer¿s blood glucose level was unknown. Customer was able to successfully rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.